Event description:
It was reported that the catheter was found broken. There was no missing piece left in the patient body. The duration of usage was unknown. It was later reported via email on (B)(6) 2018 from anori ishii (medicon representative) that it is unknown if the catheter broke inside of the patient. There was no patient injury.

Manufacturer narrative:
The reported event was confirmed as cause unknown. The sample was evaluated and the surface was normal in appearance with the presence of a smooth and clear cut. The catheter shaft appeared to have been cut by sharp tools i.e. Scissors that could have caused the catheter to split into two. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts or tears that could have caused the shaft to cut and none of these conditions were evident on the sample. How and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]"

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was found broken. There was no missing piece left in the patient body. The duration of usage was unknown. It was later reported via email on (B)(6) 2018 from (B)(6) ((B)(6) representative) that it is unknown if the catheter broke inside of the patient. There was no patient injury.